Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a break in the optic at the transition to haptic was discovered. The crack was discovered immediately during lens positioning. Subsequently the lens was removed during initial procedure and completed with another unspecified lens. In surgeon's opinion, the crack was possibly due to the shooter or the cartridge. There was no patient harm. Additional information received stating that the procedure was completed with same model and diopter company lens.

Manufacturer narrative:
The product was not returned. A photo was provided of an implanted single-piece lens. One haptic has not fully unfolded in the photo. The optic was cracked at the optic/haptic junction of the other haptic. It is unknown if this is the leading or trailing haptic. If it is the trailing haptic, this may indicate a plunger override occurred. Fold lines were also observed, which may indicate the lens was folded for an extended period of time or there may have been a lack of viscoelastic. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The company cartridge was not returned for evaluation. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. A photo was provided. The optic was cracked at one optic/haptic junction. It is unknown if this is the leading or trailing haptic. If it is the trailing haptic, this may indicate a plunger override occurred. Fold lines were also observed, which may indicate the lens was folded for an extended period of time or there may have been a lack of viscoelastic. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company¿ iol delivery system. The company¿ cartridges are qualified for use with compatible company¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Iimportant: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.